Event description:
It was reported that the lead was explanted due to low hv lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience of low hv lead impedance was not determined. A partial lead, cut at 15.1 cm from the connector end was returned. The damage found is consistent with that occuring at the time of the surgical procedure. The electrical continuity of the returned portion of the lead exibites normal results.